Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, investigation found it likely that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. It is important to note that if lead measurements were within normal ranges while implanted, this indicates the identified break may have occurred during the helix extension/retraction difficulties that were experienced at the lead revision procedure.

Event description:
It was reported that this right atrial (ra) lead was found to be dislodged one day post-implant. During the lead revision, noise and loss of capture was observed. The helix was not able to be retracted, so the lead was removed from the patient by turning the lead body. Once on the table, the helix was able to retract. A new lead was implanted to complete the procedure. No additional adverse patient effects were reported. The explanted lead was expected to be returned for analysis.